Event description:
It was reported that bd nexiva needle pierced catheter. The following information was provided by the initial reporter: IV was being started and catheter would not advance. When needle was pulled back with catheter it looked different than normal, and was removed without locking needle to observe catheter tip. When removed, needle was poked through catheter midway through, although needle had not been visibly retracted or turned at such a severe angle while starting IV.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.